Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm and had a blank display. The customer¿s blood glucose level was 240 mg/dl. The customer reported that they had performed that troubleshooting for pump error and blank display. The customer reported that the display was returned after inserting the new battery. Alarm occurred shortly after inserting a new battery. The customer reported that they had performed that self test and the test was passed. The customer reported that they were able to complete the insulin pump rewind. The insulin need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display or audio or beep anomaly noted. Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart error, external ram crc error or watchdog timeout alarm noted during testing. Device had stripped battery cap coin slot (p). (B)(4).